Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed the active exhalation control module verification of the final test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the failure was confirmed. The engineer replaced the proportional and 3-way valve to resolve the issue. The unit passed all required tests per the service manual and is returned to clinical use with no restrictions. No further investigation is required.